Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the recover unit was failed. A field service engineer changed the pyxinet ip, restarted the application, reset the ip, restarted the medstation application to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the recover unit was failed. The customer stated that this malfunction did not cause a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.